Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. One complaint product sample was received with lot number 22nr08169 from the product 050-87216 on 07/26/2023 from the customer for inspection. The sample was received open with original package. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the cassette film. The complaint product sample was visually inspected and during the visual inspection with the microscope a hole was found in the cassette film, no damages were found in the cassette hard plastic. This kind of damage could have the following causes. Pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation, however an exact cause could not be established.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's drain 4 of 5 during pd treatment there was an air detected in cassette warning. Treatment was cancelled and when cassette was being removed there was fluid found in the pump module area and on the external part of the cassette. The spouse was advised to contact the patient's pd nurse and to not use the cycler until the next day after it was able to dry out. In a follow up, the spouse verified that there was no harm, intervention or adverse event associated with the fluid leak and the patient was still using the cycler with no further issues. The cycler set is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's drain 4 of 5 during pd treatment there was an air detected in cassette warning. Treatment was cancelled and when cassette was being removed there was fluid found in the pump module area and on the external part of the cassette. The spouse was advised to contact the patient's pd nurse and to not use the cycler until the next day after it was able to dry out. In a follow up, the spouse verified that there was no harm, intervention or adverse event associated with the fluid leak and the patient was still using the cycler with no further issues. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.